Event description:
"Over two months ago," the pt tested their blood glucose on their one touch profile meter with a result of 11 mg/dl. Since pt was not feeling well and vomiting, pt went to the emergency room on the advice of their physician. Upon arrival, a lab result was "over 500." Pt was admitted with dka and released a week later. Pt also reported using generic (quick check) test strips which expired in may, 1999, and stated that they "remembered" getting the low readings when they started using the generic strips.